Event description:
Reporter stated a button does not function and the customer is unable to operate the infusion device. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).